Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superior mesenteric artery. The 5x15 mm herculink elite stent dislodged from the delivery system into the renal guiding catheter; however, there was no resistance during advancement. When the guiding catheter was removed with the stent delivery system, the stent was also removed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported stent dislodgement and observed material deformation (flared stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superior mesenteric artery. The 5x15 mm herculink elite stent dislodged from the delivery system into the renal guiding catheter; however, there was no resistance during advancement. When the guiding catheter was removed with the stent delivery system, the stent was also removed. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the guiding catheter and herculink elite stent delivery system were removed together to prevent the stent from going into the vessel. Balloon angioplasty completed the procedure and no stent was placed. No additional information was provided.